Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 259 mg/dl. The customer treated with the insulin pump. Customer stated that the insulin pump kept alarming motor error. Performed the displacement test, test failed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.